Event description:
Boston scientific received information that a revision procedure was performed due to the patient's pocket being malformed with some permanent discoloring. It was also noted that the patient had a lot of scar tissue that was removed during the revision procedure. The physician opted to explant the device due to concerns over erosion in the near future. The pocket was revised and a new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.